Manufacturer narrative:
(B)(4). Sample received does not correspond to the product code (fg 403128) reported on the customer complaint. The sample received corresponds to 400040 , packaged (new) and does not show any damage on the thread p/n mp-0318 "adaptor, snap-on flowmeter." Additionally a 340ml sterile water bottle was received. Both parts received are assembled, packaged and kitted at the arlington heights facility. Customer complaint is not confirmed since the sample received does not correspond to the product code mentioned in the customer complaint file; if the product sample becomes available this complaint will be reopened. However, due to similar complaints received, a CAPA file (B)(4) was issued to further investigate this type of problem.

Event description:
The customer alleges that the adaptor is not threading correctly to the oxygen outlet. The device cannot be fixed onto the oxygen outlet. No patient injury reported.

Event description:
The customer alleges that the adaptor is not threading correctly to the oxygen outlet. The device cannot be fixed onto the oxygen outlet. No patient injury reported.

Manufacturer narrative:
(B)(4). No visual inspection can be performed since the device sample is not available for evaluation. The device history record was reviewed for the reported lot number and no issues or discrepancies were found that could potentially relate to this issue. Based on similar complaints a CAPA file# (B)(4) was opened to further investigate this issue. This CAPA is owned by r and d. No conclusion can be established at this time based on the lack of device sample. Customer complaint cannot be confirmed, based on the lack of device sample. It is necessary to evaluate the device sample in order to perform a properly investigation. If the device sample becomes available this complaint will be reopened. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (403128; adaptor,028 neb,intl) available at the facility.